Event description:
During follow-up, the device was unable to be interrogated due to suspected premature battery depletion. The device was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
Interrogation of the device revealed the device was at end of life (eol) when received. A telemetry test were performed and the device was able to be interrogated within the specified battery limits and a longevity calculation revealed the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.